Event description:
It was reported that during a supply change on the ilet system, fluid leaked at the connector-cartridge interface with the user's blood glucose reported at 400 mg/dl, and the user needed to press and hold longer than expected to observe drops, with drops observed at 38 units after guided troubleshooting; replacement supplies were arranged and education on air bubble removal and full cartridge fill was provided by customer care agent. Investigation of this case revealed that the device functioned when primed to the appropriate volume and that the issue was consistent with inadequate priming and potential air within the cartridge-connector pathway rather than a confirmed hardware malfunction of the connector, cartridge, or infusion set. Symptoms included high blood glucose with associated lightheadedness. Outcomes included elevated glucose that subsequently decreased after the supply change and guidance, with no hospitalization. It was concluded, based on previously established findings for similar reports, that user technique during priming and supply preparation was the most probable cause.